Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence and infection. There were no device issues. The entire aus was removed and replaced. There were no additional patient complications.